Manufacturer narrative:
The doctor alledged that the metal portion of the cannula was out of place and believed to be the cause of the pc tear however this cannot be confirmed. The device was discarded and not returned for evaluation therefore the cause of the event is unknown. Device not returned.

Event description:
The surgeon reported that she experienced a capsule tear when she inadvertently grabbed the capsule during cortex removal with an I/a tip. The doctor was able to create a posterior capsulotomy and place an iol in the bag. The patient was reported to be doing fine. No anterior vitrectomy was required.